Manufacturer narrative:
(B)(4).

Event description:
The consumer reported via the manufacturer's representative (rep) the implantable neurostimulator (ins) was overdischarged. A 60 minute physician mode recharge (pmr) was performed which resolved the issue, but after this was done the device was interrogated and showed the end of service (eos) message. The healthcare provider (hcp) was made aware of the issue, but as of now there was no plan for replacement. It was noted there would be notification when it was determined what would be done. No patient symptoms were reported. Relevant medical history includes radicular pain syndrome (radiculopathies).